Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not made available from the site. On 06/08/2016 a medtronic representative, following-up at the site, reported the surgeon felt confident and deemed being accurate with frame on t9 and navigated t10-l1 with the original spin. With the original spin, the surgeon deemed being off by more than 5 millimeter for l2 and l3. The surgeon removed the frame, put it on l1 and re-spun, then navigated accurately for l2 and l3. On 06/15/2016 medtronic representative reported there were no screw revisions needed, just had to do an extra spin for the two levels. The surgeon ended up putting screws in l1 with the same original scan and deemed it was accurate. The surgeon moved the frame to about t12 and then re-spun and was accurate on l1-2. On 07/05/2016 software analysis was unable to determine probable cause with the information provided. It is suspected the frame placement was too far from the surgical site. Likely cause is equipment set-up/communication between devices. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy on l1-l3 both right and left sides. Reference frame was attached to t9. There were no issues with accuracy on levels t9-t12. Instrument showing 5 millimeters in the bone with the instrument sitting on top of the bone. Surgeon placed the screws on the levels where they were accurate (t9-t12). In trouble-shooting, it was recommended the surgeon move the frame to t12 and take a new 3d spin to confirm accuracy. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (IFU) which accompanies this device contains warnings regarding the location of frame placement: "warning: navigational accuracy can degrade on vertebral levels that are not rigidly connected to the reference frame."